Event description:
In 2007, it was reported to boston scientific corporation that a pt (age and gender unk) underwent an endoscopic procedure during which a physician utilized a bsc hemostatic clipping device. The complaint reported that during the procedure, the physician attempted to deploy a third clip; however, the clip would not release from the catheter. "The physician broke the handle off the device and got the catheter to release the clip into the bleed site completing the procedure." The pt did not sustain any ill effects and or complications due to this issue.

Manufacturer narrative:
Conclusions - device not returned, an evaluation will not be performed, device discarded, unable to follow-up, no conclusion can be drawn. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. The april 2007 rolling 15 month trend chart for the hemostasis clipping product family was reviewed and no adverse trend was noted. Moreover, the total number of complaints for this product family does not exceed a limit which would warrant further action at this time.